Event description:
The customer received a blood glucose reading of 21mg/dl on the contour next link. She felt dizzy and shaky. She required no medical intervention. Customer had no strips left to return for evaluation. A new meter was sent to her.